Event description:
Lead was found to have dislodged one day post-implant. Patient underwent lead revision and no adverse events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.